Manufacturer narrative:
The reported event is unconfirmed as the jacket was homogenously along received sample. Visual evaluation noted received 1 nicore nitinol guidewire in original open packaging. Coating of wire was homogenously along entirely of guidewire with no flaking present. Therefore, product meets specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Risk and labelling reviews are not required as the reported event is unconfirmed. Corrections: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that prior to operation, it was found that the coating of the guide wire flaked off.

Event description:
It was reported that prior to operation, it was found that the coating of the guide wire flaked off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.